Event description:
It was reported that the vns patient passed away on (B)(6) 2009. The online obituary indicated that the patient passed away after a short battle with cancer. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep. No further information relevant to the patient¿s death has been received to date.

Manufacturer narrative:
.